Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
When opening the outer blister peel packaging, the paper seal didn't peel away cleanly. There was remnants of paper at 2x places around the rim of the package which meant it was impossible to remove the screw in a sterile manner. Because of the difficulty in delivering this product in an acceptable sterile manner to the scrub sister the surgeon asked for another to be provided instead.